Event description:
While coiling a dissecting aneurysm, the physician advanced the (m/c) microcatheter to the target site. When he tried to advance the stent through the m/c (prowler select plus 45), he felt resistance. When he tried to pull it back to the introducer he felt stronger resistance and noticed that the delivery system of the enf was broken into 2 pieces. After removal, the procedure was completed with same like product.

Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed. Add'l info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2009-00240.